Event description:
It was reported the programmer keeps freezing up. Several attempts at shutting down and restarting were unsuccessful. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer powered up "locked up" to a white screen and power down/thermal functional tested out of specification. A printed circuit board was found out of electrical specification. Power cord bay broken.